Manufacturer narrative:
On 6-30-2016 an ocd field engineer (fe) arrived at the customer site, replaced probe wash station and impact detector due to error, checked all adjustments per current service procedure. Service returned instrument to normal operation. Qc was processed following service and results were acceptable. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting a misread of an antibody screen test for one sample tested on provue (B)(6) 2016. Customer reviewed the card as well as tif images and saw weak reactivity in cell#1 and #3. The sample had a history of anti-lea antibody.